Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system over approximately one week's time for an undisclosed number of patients. The exact number of patients involved, the dates on which the erroneous result occurred, and the actual accutni patient results generated is unknown. The customer estimated that approximately twenty patient results were involved in this event, however actual patient data was not provided by the customer. The initial, erroneous accutni results were above the normal reference range for the assay, and upon repeat, recovered within the normal reference range. It is unknown was to whether the erroneous results were reported outside of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The test samples were collected using lithium heparin plasma tubes with gel separators, and were centrifuged prior to testing. No specific patient data or instrument/system details were provided by the customer.

Manufacturer narrative:
Results from the wash portion of a system check failed to meet specifications. Service was dispatched to the site for this event. The field service engineer (fse) removed and cleaned the analytical module, replaced the peripump tubes, aspirate probes, dispense probes and replaced the wash valve stator. After the completion of the necessary and verified repairs the instrument was returned back into operation. Hardware is the root cause for this event.